Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose level. The customer's blood glucose level was 48 mg/dl at the time. The customer also reported that his sensor received sensor updating/sg value not available alert. The customer declined troubleshooting for low blood glucose. The customer was treated with food. His current blood glucose level was 250 mg/dl. The insulin pump will not be returned for analysis.